Manufacturer narrative:
The customer reported issue was confirmed. A review of the device history record for sn (B)(6) was performed from date of manufacture 03/16/2006 to the present date 11/12/2020 and confirmed that this device was previously returned for servicing 3 times and there were no production failures indicated on the source device.

Event description:
The customer reported the device was displaying error code 351.6760. It was reported there was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported the device was displaying error code 351.6760. It was reported there was no patient involvement.